Event description:
On (B)(6) 2007, the pt was implanted with two gore excluder aaa endoprosthesis. On (B)(6)2011, the pt was implanted with a gore excluder aaa endoprosthesis aortic extender component. On (B)(6) 2012, imaging showed a possible type ii endoleak. Aneurysm growth was reported to have increased from 7.6 to 8.3 cm.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.